Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was initially implanted as a back up lead in the right ventricular (rv) apex during the rv septal lead placement. Following the implant of the septal lead, the ra lead was retracted from the rv apex and attempted to be deployed into the atrium appendage but the helix would not extend despite multiple turns. In turn, the lead dislodged from the appendage site. A final attempt to extend the helix was unsuccessful. Therefore, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix did not extend due to the connector pin being bent. If information is provided in the future, a supplemental report will be issued.